Event description:
On (B)(6) 2007 the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® bifurcated endoprosthesis. On (B)(6) 2015, a type 1 endoleak was noted. On (B)(6) 2015 a type 1 endoleak with aneurysmal enlargement was repaired by implanting two gore® excluder® aortic extenders. No type 1 endoleak was present at the end of the procedure and the patient was doing well.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.